Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered an inappropriate electric shock and anti-tachycardia pacing (atp) for atrial flutter with rapid ventricular response (rvr). Programming and options for reprogramming were discussed. At this moment, there is no evidence of a therapy exhaustion or that electric shocks were delivered in a non isolated episode. The patient had a supraventricular (sv) ablation today by dr (B)(6) at (B)(6) to terminate the paroxysmal supraventricular tachycardia (svt). The device was checked post operatory and there were no patient complaints. Several months later, the device delivered (atp) and a shock for what appears to be inappropriate therapy. Several reprogramming suggestions were given by the boston scientific technical services. According to the field representative, no programming changes were completed. The patient continues in sinus rhythm. Also, the patient has restarted his medication of metoprolol again. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered an inappropriate electric shock and anti-tachycardia pacing (atp) for atrial flutter (af) with rapid ventricular response (rvr). Programming and options for reprogramming were discussed. At this moment, there is no evidence of a therapy exhaustion or that electric shocks were delivered in a non isolated episode. The patient had a supraventricular (sv) ablation today by dr patibandla at scottsdale osborn to terminate the paroxysmal supraventricular tachycardia (svt). The device was checked post operatory and there were no patient complaints. Several months later, the device delivered (atp) and a shock for what appears to be innapropriate therapy. Several reprogramming suggestions were given by the boston scientific technical services. According to the field representative, no programming changes were completed. The patient continues in sinus rhythm. Also, the patient has restarted his medication of metoprolol again. After several months, the device delivered, for an additional time, inappropriate atp due to af with rvr. Other programming recommendations were given to inhibit the device to deliver inappropriate therapy. No adverse patient effects were reported.